Manufacturer narrative:
Details of complaint: on (B)(6) 2020, customer at (B)(6) hosp dist reported a bedside monitor (mu-671ra sn: (B)(6) did not audibly sound for an nibp alarm. There was visual alarm indication (yellow led) on both the monitor and the cns. Investigation conclusion: the root cause is determined to be use error in alarm priority settings. No risk assessment is performed as the reported issue is not suspected to involve a non-conformance of the bedside monitor. Visual indication for the nibp alarm was retained despite the lack of audible alarm. Additional device information: d11 & c2: concomitant medical device information: the following is the device that were used in conjunction with this bedside monitor. Central nurse's station: model: cns-6201. Sn: (B)(6). Central nurse's station: model: cns-6201. Sn: (B)(6). Correction: b2 congenital anomaly/birth defect was accidentally marked. This section should be not marked at all. Additional information: b4 date of this report. F6 date user facility/ importer became aware of the event. F7 type of report. F11 date report sent to FDA. F13 date report sent to manufacturer. G4 date received by manufacturer. G7 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) has visual alarms for nibp but it did not get audible alarms. The yellow led is displayed on both the bedside monitor and the central nurse's station (cns) that is monitoring this bedside monitor. Both units do not have audible alarms. The biomed tested a known working bedside monitor and that bsm had audible alarms as well as yellow led warnings. The cns used with the working bsm had audible and visual alarms displayed. Later, when a nihon kohden clinical application specialist called to speak to the biomed, they stated that there was an error is what they initially told to nihon kohden technical support. The biomed stated that the bsm actually alarmed a single audible sound, as well as the yellow banner alarm, but did have continuous alarm sounds. With a simulator, they assessed the bsm settings: suspend monitoring / alarms. Alarm sound type, alarm priority color, alarm volume. They were all checked and configurations were correct. We stopped and re-started monitoring the bed in question. The biomed was not able to check connections as they were locked down. The bsm seem to treat the nibp "warning" alarm as an "advisory" alarm although the correct alarm banner color appeared "yellow" for warning the monitor only alarmed once as though an "advisory" was selected. No patient harm reported.

Manufacturer narrative:
The biomedical engineer reported that the bedside monitor (bsm) has visual alarms for nibp but it did not get audible alarms. The yellow led is displayed on both the bedside monitor and the central nurse's station (cns) that is monitoring this bedside monitor. Both units do not have audible alarms. The biomed tested a known working bedside monitor and that bsm had audible alarms as well as yellow led warnings. The cns used with the working bsm had audible and visual alarms displayed. Later, when a nihon kohden clinical application specialist called to speak to the biomed, they stated that there was an error is what they initially told to nihon kohden technical support. The biomed stated that the bsm actually alarmed a single audible sound, as well as the yellow banner alarm, but did have continuous alarm sounds. With a simulator, they assessed the bsm settings: suspend monitoring / alarms. Alarm sound type, alarm priority color, alarm volume. They were all checked and configurations were correct. We stopped and re-started monitoring the bed in question. The biomed was not able to check connections as they were locked down. The bsm seem to treat the nibp "warning" alarm as an "advisory" alarm although the correct alarm banner color appeared "yellow" for warning the monitor only alarmed once as though an "advisory" was selected. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device information: the following is the device that were used in conjunction with this bedside monitor. Central nurse's station: model: cns-6201, sn: (B)(4). Central nurse's station: model: cns-6201, sn: (B)(4).

Event description:
The biomedical engineer reported that the bedside monitor (bsm) has visual alarms for nibp but it did not get audible alarms. The yellow led is displayed on both the bedside monitor and the central nurse's station (cns) that is monitoring this bedside monitor. Both units do not have audible alarms. The biomed tested a known working bedside monitor and that bsm had audible alarms as well as yellow led warnings. The cns used with the working bsm had audible and visual alarms displayed. Later, when a nihon kohden clinical application specialist called to speak to the biomed, they stated that there was an error is what they initially told to nihon kohden technical support. The biomed stated that the bsm actually alarmed a single audible sound, as well as the yellow banner alarm, but did have continuous alarm sounds. With a simulator, they assessed the bsm settings: suspend monitoring / alarms. Alarm sound type, alarm priority color, alarm volume. They were all checked and configurations were correct. We stopped and re-started monitoring the bed in question. The biomed was not able to check connections as they were locked down. The bsm seem to treat the nibp "warning" alarm as an "advisory" alarm although the correct alarm banner color appeared "yellow" for warning the monitor only alarmed once as though an "advisory" was selected. No patient harm reported.